Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ slip tip syringe with precisionglide¿ needle scale marking was inaccurate. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2022, when the nurse was dispensing the medicine for the patient, she found that the scale of the syringe was inaccurate.

Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. H3 other text : see h10.

Event description:
It was reported that the bd¿ slip tip syringe with precisionglide¿ needle scale marking was inaccurate. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2022, when the nurse was dispensing the medicine for the patient, she found that the scale of the syringe was inaccurate.